Event description:
It was reported that the company representative's programming tablet experienced interruptions in communication and the system will reboot for no apparent reason. Attempts to obtain additional relevant information have been unsuccessful to date.